Event description:
It was reported that the artificial urinary sphincter (aus) pump was removed because it was placed too posterior, which made it difficult to operate. A new aus pump was implanted. No patient complications were reported.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was removed because it was placed too posterior, which made it difficult to operate. A new aus pump was implanted. No patient complications were reported.